Event description:
It was reported air embolism occurred. The patient was under conscious sedation with propofol. The ejection fraction was 60% and blood pressure was 150 systolic. The patient showed signs of sleep apnea and only had a very deep respiration every 30-40 seconds. Per the physician the femoral access was high and deep. The watchman truseal access system was introduced and crossed the inter-atrial septum. The hemostasis valve was secured against the wire. During one of the deep respirations of the patient, it was noted by the physician that air may have entered through the valve. Air embolism was seen in the left ventricle. The patient was placed under general anesthesia and intubated. The patient showed no signs of decompensation and the air resolved. The procedure was completed successfully and the patient was transferred to the intensive care unit (ICU) for recovery with no known deficits, or sequelae. While in recovery, the patients hemoglobin dropped about 3 points. A computed tomography (CT) scan performed showed a retroperitoneal bleed. The source of the bleeding was believed to be from the high and deep femoral puncture that injured an adjacent artery. The patient required intervention to coil the artery. The patient returned to the ICU stable. The following day the patient became hemodynamically unstable. The patient developed disseminated intravascular coagulation (dic) and a total of 6 units of prbcs (packed red blood cells or erythrocyte concentrate) were given. The patient died three days post procedure with a cause of death described as multiple organ dysfunction syndrome (mods). Per the physician, the patients death was not related to the watchman device or procedure.